Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device remained implanted.

Event description:
Edwards received notification from our affiliate in india. As reported, this was an implant case of a 20mm sapien 3 valve in aortic position. During the procedure, the native valve was predilated with a 16mm bav catheter. A 20mm sapien 3 valve was implanted with 1.5cc extra volume to obtain sufficient oversizing for the bicuspid anatomy and calcific raphe and severe non coronary cusp (ncc) calcium. Post-implantation, echo and fluoro assessment showed moderate to severe aortic central regurgitation. The patient was becoming hemodynamically unstable. It was decided to do a valve in valve with a second 20mm sapien 3 valve. The second valve was deployed with nominal volume and +1cc in order to avoid post dilation of first thv and to obtain optimal expansion of the second thv. After valve in valve, the aortic regurgitation was trivial and acceptable. The patient recovered and was stable.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve central regurgitation was confirmed through the provided imagery. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. An existing edwards' technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, ''during procedure, the native valve was predilated with a 16mm bav catheter. 20mm sapien 3 valve was implanted with 1.5cc extra volume 5cc to obtain sufficient oversizing for the bicuspid anatomy and calcific raphe and severe ncc calcium. Post-implantation, on echo and fluoro assessment it was determined to be moderate to severe aortic central regurgitation and the patient was becoming hemodynamically unstable''. In this case, the deployed valve was expanded with 1.5cc extra volume. Deploying the valve using more than the prescribed volume may result in the inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation may prevent proper motion of the leaflets, resulting in central regurgitation. As such, available information suggests that procedural factors (over-inflation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.